Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported leaking at the smartsite during an infusion of an unknown study drug. Although requested, no further information has been received.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of leaking smartsite was confirmed. The video provided by the customer observed fluid leaking from the smartsite valve port piston. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported leaking at the smartsite during an infusion of an unknown study drug. Although requested, no further information has been received.